Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .050 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicative of tip overloading. It was concluded that the damage to the grip was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .140 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prior to starting a da vinci surgical procedure, the tips on the maryland bipolar forceps instrument were not aligned. No missing or fallen pieces were reported.